Manufacturer narrative:
Na

Event description:
It was reported that when the ventilator alarmed audibly/visually at the bedside, the external nurse call alarm was not active. The ventilator was connected to the pt when the reported problem occurred. No pt harm reported.